Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
This supplemental report is being field as additional information has been received indicating that undersensing was observed on this right ventricular (rv) lead in addition to the previously noted out of range shocking impedances. Boston scientific technical services discussed programming options with the health care provider. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain in service.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements rose gradually, and it was noted that the pace impedance measurements have also risen gradually. Boston scientific technical services discussed continuing to monitor the lead. The system remains in service. No adverse patient effects were reported.